Event description:
Patient was implanted on (B)(6) 2013 with a va-lcp anterolateral distal tibia plate and three 2.7mm va-lcp screws. Post-operatively the screws broke at the screw head and the plate broke at the elongated hole. Patient was returned to the o.r. On (B)(6) 2013 for removal of implants. No information has been provided regarding the revision procedure. This report is 1 of 4 for complaint (B)(4)

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of finished product device history record (part number 02.118.202, lot number 7065994, work order 3144407) determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented. Review of the raw material device history record (part number 14089, lot number 6655360) found no anomalies that would cause or contribute to the complaint condition.